Event description:
It was reported that the right atrial (ra) lead exhibited low atrial lead impedance alerts, with their existing generator and low impedance and inability to sense atrial fibrillation, with a replacement generator. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.